Event description:
It was reported that a symptomatic patient with diaphragmatic stimulation presented in clinic for follow-up. The device was in backup vvi mode. A device image was received for further investigation, and a device download was successfully performed. The patient will continue to be followed normally.